Event description:
Reportedly, the printer of the subject programmer is not working.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the printer of the subject programmer is not working.

Manufacturer narrative:
Preliminary analysis of the returned programmer could not confirm the reported behavior. The printer is working and the issue cannot be reproduced.

Event description:
Reportedly, the printer of the subject programmer is not working.